Event description:
Report received of a general complaint of 4-5 incidents of leakage below the y-site at the bonded area of the primary tubing sets. The leaks were not noted during the priming of the tubing sets, but after being connected to the patients. One of the incidents occurred on 06/2002, involving with an impacted wisdom tooth. The clinician reported that the tubing set was connected to the patient's peripheral IV access with lactated ringers infusing when the leak was noted. The clinician clamped off the tubing. It was then reported that blood backed up the tubing and leaked at the bonded area below the y site. The patient had a blood loss of less that 10ml. The clinician's assistant primed another tubing set using the same bag of IV solution and changed out the set without further problems. There was no report of patient harm or adverse patient effects. The procedure was completed on schedule. Although requested, no additional information was available.